Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the pacemaker was found in backup mode. The device was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. The reported event of backup operation was confirmed. Device was received in backup mode caused by an undetermined source. After re-loading the product code normally, the device was tested under electrical and mechanical conditions and test results indicated the device exhibited normal functionality. Despite extensive efforts to trigger backup condition, it could not be reproduced. Additional information was requested to the field regarding exposure of the device to external source of radiation, but the data was not available. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.